Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results on one 83 year old female patient. The results provided were: initial=59.1 u/ml /repeated=12 u/ml and 12 u/ml /previous history (B)(6) 2021=8.7 u/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I ca 19-9xr reagent lot number, 45165fp00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 45165fp00 were evaluated using worldwide data from abbottlink. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 45165fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 45165fp00. Device history record review did not identify any non-conformances or deviations with the complaint lot 45165fp00 and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca 19-9xr reagent lot number, 45165fp00.